Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient alleges the filter on their replacement device was turning black overnight. This report is being submitted for the replacement device filters turning black. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.